Event description:
Patient was admitted to acute care on [date redacted]. Waffle cushion initiated 2 days later [date redacted]. Patient was discharged to snf following day [date redacted]. Patient weighed [weight redacted]. Waffle cushion found deflated 11 days later [date redacted]. Manufacturer response for pressure reduction cushion, waffle cushion (per site reporter). Equipment failure reported to [e-mail redacted] on [date redacted] with immediate response concerning replacement cushions and return of equipment to manufacturer for investigation.